Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, 7.352 mcg/ml concentration at 50 mcg/day and dilaudid, 5 mg/ml concentration at 0.7352 mg/day at via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that withdrawal symptoms occurred. Patient reported they were intermittent and each time she experienced them that they were worse. The healthcare professional (hcp) attempted to perform contrast dye study after refill and it couldn't be performed however. The hcp was not able to withdraw medication from port at first and then only a little came out. The dye study was not performed. Reported symptoms were severe abdominal cramping, nausea, vomiting, sensation of bugs crawling over her and spasticity. No further complications were reported.